Manufacturer narrative:
The customer reports that after a power outage the software on the cns (central nurse's station) will not start. Advised the customer to remove drive "0" to boot from drive "1," which allowed the device to boot properly. Customer requested a replacement hard drive which is currently out of stock. Will provide hard drive to the customer as soon as one is available. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reports that after a power outage the software on the cns (central nurse's station) will not start.

Manufacturer narrative:
Manufacturer narrative: the customer reports that after a power outage the software on the cns (central nurse's station) will not start. Advised the customer to remove drive "0" to boot from drive "1," which allowed the device to boot properly. Customer requested a replacement hard drive which is currently out of stock. Will provide hard drive to the customer as soon as one is available. The defective hard drive was not returned. A new hard drive was sent to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.